Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the right cylinder had a hole. The cylinder was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned component underwent a comprehensive evaluation. Microscope inspection revealed that the cylinder had a hole at corner of a fold in the middle of the cylinder and had wear at fold in the proximal end, middle, and distal end of the cylinder, not passing the microscope inspection. Leakage testing was performed, and cylinder was found to have a leak at corner of a fold in the middle of the cylinder also, not passing the test. Based on the information available and analysis results, the reason for the mechanical issue and the hole/perforation was most likely determined to be the leak at the corner of a fold in the cylinder from the test performed. Therefore, it can be concluded that the cylinder leak was the most probable cause of the complaint; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the right cylinder had a hole. The cylinder was explanted and replaced. There were no patient complications.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the right cylinder had a hole. The cylinder was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned component underwent a comprehensive evaluation. Microscope inspection revealed that the cylinder had a hole at corner of a fold in the middle of the cylinder and had wear at fold in the proximal end, middle, and distal end of the cylinder, not passing the microscope inspection. Leakage testing was performed, and cylinder was found to have a leak at corner of a fold in the middle of the cylinder also, not passing the test. Based on the information available and analysis results, the reason for the mechanical issue and the hole/perforation was most likely determined to be the leak at the corner of a fold in the cylinder from the test performed. Therefore, it can be concluded that the cylinder leak was the most probable cause of the complaint; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.